Event description:
It was reported that the procedure was to treat the left renal artery with no reported calcification or tortuosity and there was an old stent present in the anatomy that may have been under-deployed. The 5.0x12 mm trek balloon dilatation catheter (bdc) was prepped per the instructions for use and the contrast mix was standard. The trek bdc was being used to dilate the old stent. The trek bdc was inflated to 14 atmospheres (atm) multiple times from 6 to 14 atm; however, the balloon was slow to deflate. The deflation took much longer than usual; however the time was not recorded. The balloon ultimately did fully deflate and there was no difficulty removing the trek bdc. A different abbott peripheral balloon was used later in the case with no issues. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported that the procedure was to treat the left renal artery. It should be noted the coronary dilatation catheters (cdc), trek rx and mini trek rx, global, instructions for use (IFU) states: the trek rx coronary dilatation catheters are indicated for: balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion, balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction, balloon dilatation of a stent after implantation. In this case, it is unknown if the IFU violation contributed to the reported compliant. The investigation was unable to determine a conclusive cause for the reported deflation issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.